Event description:
It was reported that "pump will not let her change the cartridge" additionally, it was reported that an altitude alarm occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.